Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient thinks their recharger is defective. They explained that they have been having difficulty getting their implantable neurostimulator (ins) to charge above 50%. It used to take them 15 minutes to fully charge their ins if it was "real low". They started charging daily because they sit for 2 hours charging the ins but it only charges half way. They mentioned that they are able to get all 8 coupling bars filled in. They stated that their implant will turn itself off if they do not monitor the ins charge level. It was reviewed that therapy will turn off if the ins battery is too low. The patient stated they know when their ins is off because they experience a return of symptoms, noting that their parkinson's gets really bad and they'll start shaking and can't even stick a fork in their mouth to eat. They checked their ins status with the patient programmer (pp) the last couple of days, and when they notices that it's off, they turn it back on and said it shocked them "real hard" as if they were grabbing an electric fence. Once the ins is on again, they quit shaking. They confirmed the ins was on at the time of the call and they have not had any falls or trauma. Patient services reviewed that turning the ins on is a medical decision and advised them to follow up with their healthcare provider (hcp) regarding turning therapy back on if they notice it is off again and to have the ins checked. They also reviewed that the recharging equipment was working properly. The patient mentioned their next appointment is on april 2nd. They also stated that it was not long ago that they received a replacement recharger.